Event description:
The only info available on this pt came from an attorney, not a healthcare professional. It is not known what the pt was originally treated for at the time the product was implanted. At some unk time following the implant surgery the pt developed unspecified complications including pain, erosion of her internal body tissue, twisting of the mesh, adhesions and other injuries resulting in add'l surgeries. Pieces of the mesh that had eroded into the bladder floor were removed on (B)(6) 2011.

Manufacturer narrative:
Product info including lot number were not available, therefore, no device history record could be reviewed. No add'l info has been made available. This is a legal case.